Manufacturer narrative:
(B)(4). Concomitant medical products : item#:00597206529, all poly patella standard cemented size 29 mm diameter 8.0 mm thickness, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022-00095.

Event description:
Initial right total knee arthroplasty on unknown date 20+ years ago. Subsequently, patient was revised early last month due to swelling, pain, instability, and unable to bear weight. During the revision noted scar tissue, synovitis, polyethylene fragmented into 3 pieces and some delamination. The polyethylene and patella were exchanged without complications. All other components remained intact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided to perform a compatibility check. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: revision notes found the patient experienced the reported symptoms during the office visits. An x-ray found no evidence of loosening, good patella tracking. Some wear on polyethylene liner. The revision was performed and during the surgery, the articular surface was noted to be fractured into 3 pieces and stuck in the posterior capsule. Osteolytic changes in patella bone. So, only patella and polyethylene liner was exchanged. No complication was noted with rom of 0-130. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.